Manufacturer narrative:
An olympus representative assisted the customer with the incident. The representative informed the customer the error may have occurred because the scope was not scanned. The customer asked if device could be operated with the preventative maintenance light. The olympus representative emailed the customer the operation manual and directed them to section 4.1 and the warning for the preventative maintenance light. The manual states the following: ""if the periodic maintenance indicator on the main control panel blinks, the time for regularly scheduled maintenance is near. When the lamp starts to blink, be sure to contact olympus immediately and perform the maintenance. If you do not know when the lamp started to blink, do not use the device and contact olympus. Otherwise, effectiveness of the reprocessing may be compromised." The olympus representative further informed the customer that the preventative maintenance can be performed by the facility's olympus trained biomed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was initially reported the preventative maintenance light was on for an endoscope reprocessor. The customer was unsure if the reprocessing was cancelled or started at all. The customer later reported the process was not cancelled but there was an e91 "scope reader ID" error and an unspecified olympus bronchoscope was left in the endoscope reprocessor for 2 days. The customer reported they perform delayed reprocessing and "soak the scope" and that the scope has not been used since the incident. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
Upon further review by the legal manufacturer, this complaint is not reportable. There was no allegation of an adverse event occurring. Per the legal manufacturer's risk documentation, it is unlikely there would be an adverse event if the event were to reoccur. This complaint will be closed as not reportable. Olympus will continue to monitor the field performance of this device.